Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video telescope experienced a dent in the outer tube. The event happened during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the rigid tube was scratched, and the video connector contact was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction and the scratched rigid tube: component failure of the rigid tube. In regard to the malfunction "the video connector contact was damaged", the cause was traced to component failure of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.